Event description:
Patient information: the patient is a female, first time patient with clinic no information was provided on the patient background, medical history and prior dermal filler treatment. Adverse event information: based on the initial information provided by the clinic administration, on (B)(6)2023 the patient was treated with revanesse lips+ (with lidocaine) 1.2 ml pn40149; lot number 22l147 in the in the lips; injection volume 1.2ml. The patient reported a severe inflammation reaction to the clinic doctor on the (B)(6)2023 at 4:00 am. The patient was provided a steroid dose pack to reduce the inflammation. Follow up communications with clinic: following receipt of initial report on the 25-may-2023, manufacturer has reached out to the clinic for addition information pertaining to the reported adverse incident. This information is required for prollenium's medical director to make a suitable medical assessment of the case presented.

Event description:
Adverse event information: based on the initial information provided by the clinic administration, on (B)(6) 2023 the patient was treated with revanesse lips+ (with lidocaine) 1.2 ml (B)(6); lot number 22l147 in the in the lips; injection volume 1.2ml. The patient reported a severe inflammation reaction to the clinic doctor on the (B)(6) 2023 at 4:00 am. The patient was provided a sterod dose pack to reduce the inflammation. Adverse event information: based on the initial information provided by the clinic administration, on (B)(6)the patient was treated with revanesse lips+ (with lidocaine) 1.2 ml pn40149; lot number 22l147 in the in the lips; injection volume 1.2ml. The patient reported a severe inflammation reaction to the clinic doctor on the (B)(6) 2023 at 4:00 am. The patient was provided a steroid dose pack to reduce the inflammation. Topical anaesthetic compound of lidocaine, prilocaine & 20% phenylephrine. Monday, (B)(6) 2023 clinic administration has communicated with the manufacturer to provide additional information required to process the complaint. Based on the information provided, the medical director was now able to conduct and provide a suitable medical assessment and his response to the incident is detailed below. "The following is a clinical opinion based on the information presented in case (B)(4). On the evening of may 17, 2023 a patient received 1.0 cc of revanesse lips+ into her upper and lower lips. Prior to injection a compounded ointment composed of lidocaine, prilocaine and phenlephrine was applied to the lips. The clinic felt the concentration was at least 20% which is in keeping with compounded topical anesthetics. There were no concerns or adverse events at the time of injection. Later that night the patient contacted the clinic because of lip swelling. There were no lumps, nodules or signs of vascular compromise. The patient was prescribed medial dose pack. The swelling resolved and the patient was "fine" with no recurrence of symptoms. The ha product was not dissolved and the swelling did not return. My clinical opinion is that this case represents allergic swelling secondary to high dose compounded topical anesthetic applied to the thin epithelium / mucosa of the lip. Although a reaction to ha would be in the differential one would expect repeated reactions until the ha product was d was not dissolved and the swelling did not return. My clinical opinion is that this case represents allergic swelling secondary to high dose compounded topical anesthetic applied to the thin epithelium / mucosa of the lip. Although a reaction to ha would be in the differential one would expect repeated reactions until the ha product was dissolved. This did not occur.